Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting off. Subsequently, the customer experienced a blood glucose (bg) of 504 mg/dl and ketones identified as life threatening by a health provider. The customer delivered a correction bolus to address the bg. Reportedly, the customer was hospitalized however additional information was not provided. Follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.